Manufacturer narrative:
Clinical investigation: per the reporting party, the patient expired during the hemodialysis (hd) treatment (time not provided) on the 2008k hemodialysis machine but there was no product deficiency reported. The machine was reported to operate within specification and was put back into service. Further information was solicited, but not provided. No cause of death was provided. There is a temporal relationship between the patient death and hd treatment on the 2008k machine. However, there is no documentation to show a causal relationship between the death and the 2008k machine. Additionally, it was reported that the machine was evaluated and there were no issues found and there was no allegation of a product deficiency. Based on available information a cause of the patient death is not confirmed. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility reported that a patient died during hemodialysis (hd) treatment. Per the biomedical technician (biomed), the machine is in service with no issues and there was no product deficiency. Additional information has been requested, however, to date has not been provided.